Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency room complaining of chest pain. Upon interrogation it was noted that the pacing lead impedance was high and there was no capture on the right ventricular lead. Programming changes to unipolar were made which improved capture and impedance. The patient was scheduled for a lead replacement. The right ventricular lead was capped on (B)(6) 2019. There were no complications. The patient was discharged.